Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. From (B)(4) 2015 max rv pacing impedance measured 2265-2062 ohms, then it returned to a trend of 567-650 ohms. Oversensing was not observed in the save-to-disk (s2d) data. Concomitant medical products: product ID 4968-35 lead, implanted: (B)(6) 2001.

Event description:
It was reported that there was high impedance, oversensing and signs of fracture on the right ventricular (rv) lead. The lead was previously reprogrammed. Since it is low ventricular pacing and the patient has own pulse, the patient will be continuously checked. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that lead was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.